Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be " wall thickness too thin".however, there was insufficient information to confirm this potential root cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "1. Wash hands and don clean gloves 2. Explain procedure to patient and open peri-care kit 3. Use the provided packet of wipes to cleanse patient¿s periurethral area 4. Remove gloves and perform hand hygiene with provided alcohol hand sanitizer gel 5. Using proper aseptic technique open csr wrap 6. Don sterile gloves 7. Place underpad beneath patient, plastic/¿shiny¿ side down note: use caution to maintain aseptic technique 8. Position fenestrated drape on patient 9. Saturate 3 foam swab sticks in povidone iodine 10.attach the water filled syringe to the inflation port note: it is not necessary to pre-test the foley catheter balloon 11. Remove foley catheter from wrap and lubricate catheter 12. Prepare patient with 3 foam swab sticks saturated in povidone iodine. Use the nondominant hand for the genitalia and the dominant hand for the swabs note: use each swab stick for one swipe only female patient: with a downward stroke cleanse the right labia minora and discard the swab. Do the same for the left labia minora. With the last swabstick cleanse the middle area between the labia minora male patient: cleanse the penis in a circular motion starting at the urethral meatus and working outward". Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a foley insertion procedure with the bard 16fr foley catheter of lot#ngjn0506, expiration date 31jan2026, that the balloon would not properly inflate with the 10cc of sterile water. Foley catheter taken out and balloon tested, and balloon was in fact broken and would not inflate with 10cc of sterile water. Foley catheter not used in patient. Second foley catheter with lot #ngjp4966 and expiration date 31may2025 was opened and prior to insertion foley catheter balloon tested with 3ml of sterile water, balloon inflated, then nurse attempted to draw the 3ml of sterile water out of the balloon to insert into patient however the water would not draw back from the balloon. Foley catheter was not inserted. Bard 16fr #0165l16 (single catheter- not kit) successfully inserted and documented. It was reported that there was no harm or medical intervention.